Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported prior to use the clinician found the biosensor was frayed and would not work. There was a delay in treatment and no patient death reported. Follow up information states another kit was used for the procedure. No complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported prior to use the clinician found the biosensor was frayed and would not work, this issue was confirmed. One vps stylet assembly was returned. No catheter was returned. The total length specification is 72 inches +/- 1 inch. The returned sample measured 73.75 inches which exceeds the specified maximum length. The returned stylet has multiple bends/kinks. The transducer is missing from the distal end of the stylet. Although the report indicates prior to use, the stylet appears to have been placed in the patient based on the presence of blood on the tuohy borst connector and on the stylet body. No electrical testing can be performed due to the physical condition of the returned sample. A device history record review was performed and did not reveal any manufacturing related issues. The IFU indicates the vps stylet is designed to be used with catheters with a minimum inner lumen diameter of 0.021 inch. The damage to the stylet, including the elongation, appears to have been caused by attempts to use the stylet in an inappropriately sized catheter. No information is available regarding the catheter used for the procedure. The probable cause of this event is undetermined because the type other remarks: and size of catheter used is not known. No further action will be taken.